Event description:
It was reported that an ilet displayed a ¿battery is out of specification¿ message and experienced rapid battery depletion, and the user was advised to switch to alternative therapy while a replacement was arranged; the device problem involved premature battery discharge and the implicated component was the battery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature discharge localized to the battery. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.